Manufacturer narrative:
Other relevant device(s) are: brand name: micra. Model #: mc1avr1-delsys / expiration date: 14-may-2023 / serial#: (B)(4), UDI #: (B)(4). Device available for evaluation?: no. Mfg date: 04-jan-2022. Labeled for single use?: yes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), there was some tortuosity noted in the vascular structure as the physician began to dilate the introducer and upon crossing the tricuspid valve into the right ventricle (rv),  goose necking of the delivery system( ds) was observed. The physician pulled back on the gooseneck and whilst attempting to confirm septal placement with contrast, perforation of the pericardium was evident. Pericardiocentesis was performed to no avail and subsequently an emergency open heart surgery was performed to arrest the bleeding and was deemed to be successful. Epicardial leads were placed and a transvenous implantable pulse generator (ipg) was implanted at a later date. The leadless ipg and ds were attempted/ not used and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Correction: h6 evaluation conclusion code d15 for delivery system medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), there was some tortuosity noted in the vascular structure as the physician began to dilate the introducer and upon crossing the tricuspid valve into the right vent ricle (rv),  goose necking of the delivery system( ds) was observed. The physician pulled back on the gooseneck and whilst attempting to confirm septal placement with contrast, perforation of the pericardium was evident. Pericardiocentesis was performed to no avail and subsequently an emergency open heart surgery was performed to arrest the bleeding and was deemed to be successful . Epicardial leads were placed and a transvenous implantable pulse generator (ipg) was implanted at a later date. The leadless ipg and ds were attempted/ not used and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the delivery system was returned with the device intact in the device cup, analyzed. Analysis indicated fluid pathway leak was observed on the delivery system. The delivery system inner shaft was mechanically kinked/bent. The delivery system outer shaft was bent. Blood was observed in the lumen of the delivery system. There was a deployment issue with the delivery system. Blood was observed on the flush tube of the delivery system. Blood was observed on the tether tube of the delivery system. The analyst noted the flush test was performed because blood was found in tether port and the tether lock, section d information references the main component of the system. Other relevant device(s) are: d1: micra delsys d9: yes, return date: 03-feb-2023 h3: yes dev rtn to MFR? Yes medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.